Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2021: nfs. (B)(6) 2021, md. History of present illness: ¿62-year-old male presents to clinic today for consultation for ventral hernia. Patient sustained a gunshot wound to his abdomen in 1983 and underwent an exploratory laparotomy. Patient states that he did not sustain and intra-abdominal injuries and was merely an exploration. Since then patient has developed tenderness and a bulge next to his umbilicus over time it has worsened. He also at times develops a hard know there with some nausea and vomiting. He is able to make that discomfort go away with laying down. CT scan of the abdomen shows a small ventral hernia containing fat and the significant stool burden.¿ physical exam: ¿abdomen: inspection and palpation: no tenderness, guarding, masses, rebound tenderness or cva [central venous artery] tenderness and soft and non-distended. Hernia: incisional and ventral adjacent to umbilicus with incarcerated fat. Large midline scar from previous ex-lap.¿ assessment/plan: ¿ventral incisional hernia ¿ we discussed at length the options for repair and will either do a robotic ventral hernia repair with mesh or a laparoscopic assisted ventral hernia repair with mesh placement .¿ (B)(6) 2021: facility not listed. (B)(6), md. Indication for procedure: ¿62 y/o [year old] presented with an incarcerated incisional hernia from and [sic] ex-lap [exploratory laparotomy] in 1980¿s for a gsw [gun shot wound] to the abdomen .¿. Implant procedure: robotic ventral hernia repair with mesh. [Implant: gore® synecor intraperitoneal biomaterial, gkfv1520/23567591, 15cm x 20cm, oval]. Implant date: (B)(6) 2021 (same day surgery) . (B)(6) 2021: facility not listed. (B)(6), md. Operative report. Pre and postoperative diagnosis: ventral hernia. Anesthesia: general. Estimated blood loss: 15cc. Drains: 10fr [french]. Drain. Specimen: none. Wound classification: ¿I-clean .¿. Findings: ¿multiple defects in midline with incarcerated omentum .¿. Procedure: ¿patient was brought to the operating room and laid in supine position on the operating room table. After general anesthesia induced, he was intubated without complication. Foley catheter was placed and the abdomen was prepped and draped in standard sterile fashion. A timeout was formed verifying the correct patient the correct procedure that he had no drug allergies and that he received his antibiotics and scds were on and working. All were in agreement. Attention was turned to the left upper quadrant where local anesthetic was infiltrated. This small incision was made and using the 5mm trocar under optiview technique the peritoneal cavity was entered. The laparoscope was inserted and the abdomen surveyed there was no evidence of any injury. Abdomen was insufflated on high flow and tolerated well. Additional robotic trocars were placed along the left side of the abdomen. At this time the robot was docked and the camera and grasper and scissors were placed inside the abdomen. At this time I took my place at the console and began to continue to reduce the anterior abdominal wall hernias contents with both sharp and blunt dissection and electrocautery. There was omentum adhesed inside multiple detects along the midline that were taken down with electrocautery. Once all contents were reduced out of the defects there was a total of 5 defects in the midline measuring a total of 10 cm in length. The hernia sacs were circumferentially dissected free from each defect and excised completely. These were removed from the abdomen using an 0 pds v lock suture the fascial defects were closed in the midline with the pressure in the abdomen at 8. Once the fascia had been reapproximated for all the defects the measurement was allowed for a 20 x 15 gore center core [sic] ip mesh. The left upper quadrant port was upsized to a 12mm to allow for passage of the mesh into the abdomen. An 0 vicryl suture was placed in the middle of the anterior side of the mesh and the mesh was rolled up and placed through the trocar into the peritoneal cavity. Using a suture passer the 0 vicryl suture was grasped and elevated to allow for the mesh to sit flush against the anterior abdominal wall. The mesh was sewn into place using a 2-0 pds v-loc in circumferential fashion on the right, and caudad borders. Hemostasis was checked and was adequate at this time I scrubbed back into the patients bedside to tack the mesh in the middle using the secure strap on the left lateral, and cephalad. The fascia of the 12mm port was closed with interrupted 0-0 vicryl sutures on a suture passer. The robotic ports were removed under direct vision. Sponge sharp instrument count was verified and correct. The skin of all incisions was closed with 4-0 biosyn and skin glue placed over. A 10fr round jp drain was placed in the cavity of the largest defect to prevent a seroma from forming. Post procedure recap was done verifying the correct procedure, ebl [estimated blood loss], IV fluids, urine output, specimen names and postop recovery concerns addressed. All were in agreement patient was awakened extubated and taken to the postanesthesia care unit in stable condition .¿. (B)(6) 2021: facility not provided. Implant record: ¿intraperitoneal oval synecor 15 x 20cm, gkfv1520/23567591. 15cm x 20cm. Location: abdomen. Manufacturer: wl gore. Expiration date: 5/2/24. Quantity: 1 .¿ . Explant preoperative complaints: (B)(6) [no year provided, but was included in note from (B)(6) 2023.] [Facility not provided.] (B)(6) 2021, md. Office note. ¿patient is returning today with CT images and with new symptoms. He is having night sweats, fevers, nausea and overall not feeling well for sometime now. No other recent illnesses. He still feels the lump on his abdominal wall as well. He gets pain and dull ache in that area as well. Colonoscopy up to date. No other changes in health or medications.¿ physical exam: ¿abdomen: ¿inspection and palpation: no guarding or masses and soft and non distended; tender in umbilical area. Hernia: none palpable; soft bulge over where midline scar is present that is tender; no drainage or skin changes.¿ assessment/plan: ¿I reviewed the CT scan images and report. CT showed inflammation and fluid collection with possible recurrence of hernia in the region umbilicus. He is tender on exam and has nonspecific infectious symptoms with fevers, chills and night sweats. Concern for possible infection in that area and recurrence. Plan for exploratory laparotomy, lysis of adhesions, possible mesh removal, possible hernia repair with bioabsorbable mesh.¿ ¿hernia surgery, its indications and alternative methods, risks and potential complications including, but not limited to; bleeding, infection, chronic pain, recurrence of hernia, reoperation to remove any implanted mesh, and potential injury to the nerves, bowel, intra-abdominal structures, blood vessels were discussed with the patient. Intestine surgery, its indications and alternatives, risks and potential complications including, but not limited to; bleeding, infection, failure or stricture of anastomosis, possible need for ostomy, chronic pain, wound dehiscence and/or injury to the intra-abdominal structures (including esophagus, stomach, liver, spleen, pancreas, gallbladder, large/small bowel, kidneys, ureters, and bladder) were discussed with the patient. Questions were answered. The patient indicates their understanding and request to proceed with the surgery.¿ . (B)(6) 2023: [facility not provided.] (B)(6) , md. Hpi. ¿62-year-old male presents back to clinic for ongoing discomfort and bulge/abdominal wall mass around hernia repair site. He had a robotic ventral hernia repair in 2021 with gore synecore ipom mesh placement. He did develop serous drainage from site about 2 months after that cleared up with no intervention. He has since then developed a lump and tenderness over the hernia area. Had CT done at (B)(6) showing questionable abdominal wall mass but no recurrence.¿. (B)(6) 2023: [facility not provided.] (B)(6) , md. Indications. ¿64-year-old male presented today for exploration of abdomen secondary to ongoing infectious type symptoms and abdominal pain and nausea. With CT scan showing possible abscess near his previous hernia mesh.¿ . Explant procedure: exploratory laparotomy, explantation of mesh, open incisional hernia repair with retrorectus biologic mesh placement. [Implant: gore® enform intraperitoneal biomaterial.]. Explant date: (B)(6) 2023 (hospitalization (B)(6) - (B)(6) 2023). (B)(6) 2023: [facility not provided.] (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: infected mesh. Postoperative diagnosis: same. Anesthesia: general. Estimated blood loss: 50cc. Specimens: 1. Abdominal wall abscess fluid for culture. 2. Mesh. Complications: none. Wound classification: ¿ii - clean contaminated.¿ . Findings: ¿purulent fluid present.¿ . Procedure: ¿16x20 mesh. 18x10 fascia. Patient was taken to the operating room and laid in the supine position on the operating room table. After general anesthesia was induced, he was intubated without difficulty. The abdomen was then prepped and draped in standard sterile fashion. A timeout was performed verifying correct patient, correct procedure, that he [sic] no known drug allergies, that he received his antibiotics and that scds were on and working. All were in agreement. Attention was turned to the midline where incision was made with a scalpel along his previous midline incision and taken down through subcutaneous tissue electrocautery. Upon entering the area that was harder and more integrated into the midline there was a pocket of purulent fluid which was sent for culture. Continued dissection along the fascial plane demonstrated a small recurrence of hernia at the site of the purulent fluid. The dissection continued along the fascia which was opened and the mesh was unincorporated along the length of the incision. The fascia was opened more and some anterior abdominal wall adhesions were lysed to both the mesh and to the anterior abdominal wall up very easily as they were soft in nature. Most adhesions were able to be lysed with just finger fracture however some were lysed with metzenbaum scissors. The mesh was circumferentially dissected free from the posterior sheath and explanted and sent to pathology as well. The abscess cavity was also excised in the subcutaneous tissue. Abdomen was irrigated copiously. The bowel was checked and examined with no evidence of any injuries. Given that the retrorectus space had already been created with the dissection and explantation of the mesh decision was made to close the posterior sheath and placed absorbable mesh in the retrorectus space. After hemostasis was adequate and the sponge sharp and instrument count was verified and correct the posterior sheath was then closed with an 0 pds in a running fashion. The retrorectus space then measured 20 x 10 cm. The anterior fascial defect measured 18 an in length and came together in the midline with no tension at all. Decision was made to use a endoform ip 16x20cm mesh in the retrorectus space. 0 pds sutures were placed in all 4 corners and using a suture passer the sutures were placed transvaginally to place the mesh in a tension-free fashion in the retrorectus space. A 10 french jp drain was then placed on top of the mesh. The anterior rectus fascia was closed with #1 looped pds in a running fashion. The skin was then closed with staples and a prevena wound vac was placed over the incision. A post procedure surgical pause was done verifying procedure, diagnosis, ebl, IV fluids, specimen names and postop recovery concerns addressed. The patient was then awakened extubated and taken to the postanesthesia care unit in stable condition. Dr. Cox was present throughout the entire procedure and assisted with mesh explantation lysis of adhesions, retrorectus repair and mesh placement and closure of the abdomen.¿ (B)(6) 2023: facility not provided. Implant record: ¿biomaterial recon intraperitoneal gore enform 16x20cm rect gbfr1620.¿ implant site: ¿abdomen.¿ manufacturer: ¿wl gore & associates inc.¿ size: ¿16cm x 20cm.¿ catalog: ¿gbfr1620.¿ serial number: ¿(B)(6).¿ expiration date: ¿5/10/26.¿ quantity: ¿1.¿ . (B)(6) 2023: [facility not provided.] (B)(6) , md. Discharge summary. Hospital course: ¿the patient was admitted on the day of surgery underwent an uncomplicated exploratory laparotomy with mesh explantation and a retrorectus biologic mesh placement and hernia repair. On postop day 1 his diet was advanced and tolerated well. He was passing gas with pain well-controlled. Drain was in place with serosanguinous output. He was discharged home on postoperative day 1 with pain well-controlled, voiding spontaneously, tolerating p.o. Diet and ambulating without difficulty.¿. Pathology report was not provided . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® synecor® intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® synecor® intraperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2021 whereby a gore® synecor® intraperitoneal biomaterial was implanted. The complaint alleges that on (B)(6) 2023, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, abscess, non-incorporation, adhesions, pain, recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® synecor® intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® synecor® intraperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may have not been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to adhesions and related harms, bowel obstruction, contamination, defect recurrence and related harms, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, infection, irritation or inflammation, mesh migration, mesh shrinkage, pain, paresthesia, seroma or hematoma and related harms, tissue ischemia, wound dehiscence, and additional intervention including surgery.¿ the instructions for use further warn: ¿when post-operative infection is suspected, debridement of involved tissues should be considered. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.